Manufacturer narrative:
Calibration was acceptable. The fse replaced the vacuum nozzle. The service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found an issue with the vacuum nozzle. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient tested for ise indirect na for gen.2 on a cobas 8000 ise module. The initial na result was 148 mmol/l. The repeat was 137 mmol/l. The initial result was not reported outside of the laboratory. The na electrode lot number and expiration date were not provided.